Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the diagnosis and indicate for the surgical procedure? => the removal open surgery for calculus was performed on (B)(6) 2017. Lot number? => no information. What were the symptoms following the index surgical procedure? Onset date? => the patient had calculus about 2 months after an ureterovesicostomy in which vicryl (5-0) was used. What tissue was the suture placed? => urethro-bladder anastomosis. Other relevant patient history / concomitant medications? => no information. What is physician¿s opinion as to the etiology of or contributing factors to this event? => the surgeon consider that the event was caused by the vicryl. It was the first time for the surgeon to experience calculus after an operation in which vicryl was used, however, he commented that the vicryl was the only contributing factor which he could think of. What is the patient¿s current status? => follow-up observation will be done. The patient will visit the hospital in a few months. Surgeon¿s name? => no information. Four calculuses out of 5 were removed successfully. The other calculus had been buried in the mucous membrane, and it was left as it was. The needle-suture had been already dissolved before the reoperation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ureterovesicostomy procedure on (B)(6) 2017 and suture was used on vesico-ureteral anastomosis. On (B)(6) 2017, patient reported pain and an ultrasonic echo noted a calculus with a diameter of 3mm in the bladder. On (B)(6) 2017 an additional procedure was performed to remove the calculus. It was reported that the calculus was found where suture was used. The patient is reported as discharged from the hospital with planned follow up. Additional information was requested.